Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that OEM smartsite y-body valve eo only was damaged and had foreign matter inside on 45 occasions. The following information was provided by the initial reporter: during incoming inspection conducted by jms, fm inside component was found for 45 of 8000 inspected. Fm inside component, fm, damage/scratch, molding defect/burr, embedded fm, deformation.